Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were 96, 140, 86, 262 mg/dl, and the meter bg readings were 51, 114, 66, and 178 mg/dl, respectively. Due to the inaccuracy, the basal iq feature did not suspend insulin delivery and bg lowered (2.9 mmol/l). Juice was consumed to address low bg. No additional patient or event information was available.